Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #:(B)(6) , product type recharger. G2. Foreign: au . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the recharger was heating. The patient's charging session increased from one hour to three hours and the ins only increased by 20%. This started one week prior to (B)(6) 2024. The connection would change from excellent to good. The paddle got hot and the battery brick on the recharger also got hot. It was noted that the patient charged everyday. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Replacement of the recharger was arranged. The issue was resolved. No symptoms were reported.

Manufacturer narrative:
H3 device evaluation: analysis of the returned recharger found no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.